Event description:
Spoke with patient regarding remunity refill. Patient states that he has been experiencing multiple alarms for pump occlusion errors. Patient also states that his sites have been failing after 1 to 2 weeks and his most recent sites have remained red and swollen after site is no longer being used. No further information provided. Lot number and expiration date unknown. Reported to (B)(6) by pt/caregiver.